Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: device history record (DHR) review conducted: part:03.804.701s lot:82295787 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 15 nov 2023 expiration date: 01 nov 2025 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for compression fracture on (B)(6) 2024, with synflate. In the surgery, after connecting to inflation system and completing the negative pressure work, the surgeon attempted to inflate the balloon inside the body, only to find that the contrast agent was leaking from behind the balloon in question (guidewire insertion area). The balloon was removed from the body and attempts were made to inflate it, but the contrast media only leaked out from behind and the balloon did not inflate. A spare product was used. Since there were no cracks in the balloon, there was no contrast remaining in the vertebral body, and the patient was not affected. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report is for one (1) synflate balloon/medium- sterile this is report 1 of 1 for complaint (B)(4).